Event description:
It was reported after an unknown amount of time post vena cava filter deployment in conjunction with an orthopedic procedure, the filter allegedly perforated the caval wall. The patient was scheduled for filter retrieval; however, despite multiple attempts, the filter could not be retrieved and intrafilter thrombus was discovered. The procedure was concluded and the filter was left in place. It was further alleged the filter detached with a filter strut embedded in the caval wall. The patient alleges to experience abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, computed tomography study was performed which showed that the inferior vena cava filter remains in the proper location. There was evidence that one of the struts may be fractured but it was wedged in the wall and very unlikely to be able to move. Additionally, the study demonstrated that the filter struts are stuck in the tissue surrounding the inferior vena cava. Post deployment patient had an office visit for follow-up computed tomography study. The filter struts are stuck in the tissue and for that reason, the filter was unable to retrieve. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter limb detachment, retrieval difficulties and thrombus above the filter post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. -filter perforation. H11: g1, h6 (device, method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis and degenerative spinal disk with foraminal stenosis was scheduled for inferior vena cava (ivc) filter placement prior to anterior spinal exposure for degenerative disk correction. The right common femoral vein was accessed and an abdominal venogram was performed which identified the renal veins. The ivc filter was deployed below the renal veins, and post deployment venogram showed it to be in good position. All wires and catheters were removed and hemostasis was achieved. An incision was made to the abdominal area and carried through subcutaneous tissue using a combination of electrocautery and blunt dissection. The rectus muscle and peritoneum were mobilized medially. The psoas muscle was exposed and carefully dissected down until the left iliac artery and vein were exposed. The spinal bite of l3 to l5 was exposed. Hemostasis was achieved using a combination of suture ligatures and electocautery. The procedure was then carried out by orthopedic services. Vascular surgery was consulted to close the abdominal incision, which the patient tolerated well. The patient was transferred to the surgical ICU in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc wall, detached filter limbs, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter perforation. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in conjunction with an orthopedic procedure, the filter allegedly perforated the caval wall. The patient was scheduled for filter retrieval; however, despite multiple attempts, the filter could not be retrieved and intrafilter thrombus was discovered. The procedure was concluded and the filter was left in place. It was further alleged the filter detached with a filter strut embedded in the caval wall. The patient alleges to experience abdominal pain.